Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump was alarming no delivery during bolus. The device alarmed no delivery during the night, and again while the customer was at school. The customer's blood glucose level was 378 mg/dl, so the father had her disconnect from the device and treated. Troubleshooting was performed and the device alarmed during fixed prime. The caller was advised to disconnect and reconnect the reservoir and the infusion set, and then perform a manual prime, and verified that insulin exited. The customer's father was advised the alarm was caused by a reservoir and infusion set occlusion. The customer was advised to monitor the insulin pump. Nothing was replaced or returned for analysis.